Manufacturer narrative:
Per the clinic, the patient experienced an infection at magnet site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 24, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized overnight for IV antibiotics administration (specific date and duration not reported). This report is submitted on august 08, 2023.

Event description:
Per the clinic, the device was explanted (date note reported). Additional information has been requested but it has not been made available as of the date of this report.